Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin at the time of the event. Tandem technical support (cts) educated the customer that cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 134 mg/dl. Customer continued to use the current cartridge. Additionally, it was reported that the wake button was sticking. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.